Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #13 it was verified its nonosseointegration. Implant was immediately carried out, 20 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type IV).